Event description:
It was reported to philips that when performing the operation test of the device it gave them the wrong charge button. There was no report of patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported malfunction was not observed; the fse was unable to replicate the alleged failure. The operation test was performed several times and it did not fail. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during testing, a definitive cause for the alleged failure could not be determined. Per the fse, the operation test was performed several times and it did not fail. The fse provided the customer with correct instruction on performing the operation test. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.